Manufacturer narrative:
Received one device. Visual inspection found damaged/degraded downstream occlusion sensor (dso) seal. Replaced dso seal. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. Via inspection the complaint was not confirmed because the fault could not be replicated. However a degraded downstream occlusion sensor (dso) seal was degraded. Not connecting into wifi. No other information provided. There was no patient involvement.